Manufacturer narrative:
(B)(6).

Event description:
The customer called into philips to report the device error message, "insert connector apply pads." There was no reported patient involvement/adverse patient impact.